Event description:
The literature reviewed focused on the "intracranial stenosis treated with stenting in patients with suspected cerebral vasculitis" with 2 case studies. Medtronic products were mentioned in the study was solitaire stent. Deaths did not occur in the study population. The first patient had no adverse events. The patient adverse events reported with the second patient included subarachnoid hemorrhage, left temporal intraparenchymal hematoma, mild aphasia characterized by phonemic and semantic paraphasias with understandable speech. Intracranial stenting may be a valid therapeutic option in selected patients with cnsv and with involvement of medium- or large-size vessels. Stenting may be considered in patients with neuroradiological and clinical worsening despite being the best medical treatment.

Manufacturer narrative:
G2: citation: authors: vandelli g, giacobazzi l, ciolli l, dell'acqua m, vandelli l, picchetto l, rosafia f, borzi g, ricceri r, meletti s, vallone s, salvarani c, sebastiani m, sacchetti f, verganti l, merolla s, zelent g,. Intracranial stenosis treated with stenting in patients with suspected cerebral vasculitis: two case reports. Case reports in neurology. 2023, 15:100¿107. 10.1159/000529942 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.